Manufacturer narrative:
A ge service rep performed an over the phone investigation. The transmitter needs to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system displayed a tracking error 99. No pt injury was reported.